Event description:
It was reported that the "pump quit working". The pt experienced "terrible pain". The report indicated that the pt recently moved and does not have a doctor in the area. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.